Event description:
A ventilator was returned to a third party service center for eval. There was no harm or injury reported.

Manufacturer narrative:
During the eval of the device at the third party service center, a ventilator inoperative message was observed. The ventilator's blower motor was replaced to address this issue.